Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 31-may-21. Medical event date of this issue was 26-apr-24, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a built-in precision meter. The customer experienced symptoms described as fatigue, 'nigthness', legs tingling and numbness, difficulty speaking, and had complaints relating to their recent throat operation. The customer called an ambulance where blood glucose was checked with the adc application. Subsequently, the customer was admitted to the intensive care unit (ICU) where they were reportedly received unspecified treatment and was kept for research and observation of their throat condition post-surgery and low glucose readings. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 2 mmol/l was compared to the built-in precision meter result of 27.90 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a built-in precision meter. The customer experienced symptoms described as fatigue, 'nigthness', legs tingling and numbness, difficulty speaking, and had complaints relating to their recent throat operation. The customer called an ambulance where blood glucose was checked with the adc application. Subsequently, the customer was admitted to the intensive care unit (ICU) where they were reportedly received unspecified treatment and was kept for research and observation of their throat condition post-surgery and low glucose readings. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 2 mmol/l was compared to the built-in precision meter result of 27.90 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.